Event description:
Customer reported that the suture coating appeared to be flaking off the suture. Customer furthermore reported that the affected product was not used on the pt. Please reference manufacturer report number 3004060107-2014-00001.